Event description:
Device 2 of 2: ref MFR report: 1627487-2014-21052. The patient received two scs leads with the same lot number. It was reported, the patient experience pocket heating at the ipg site with stimulation, regardless of charging. Subsequently, the patient's ipg was explanted and replaced. It was also reported, the patient was receiving stimulation in the 'wrong place' and one of the scs leads exhibited invalid impedances during intra-operative testing. As a result, the physician explanted and replaced the lead as well. The patient is receiving effective stimulation post-operative. Product will not be returned due to hospital policy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.